Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspection was performed on the returned device. The reported shaft separation was confirmed. The investigation determined the reported separation and additional treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure to treat a bifurcation lesion, the 3.5 x 15 mm nc trek dilatation catheter separated while in the guide catheter. The separated segments were removed using hemostats. There was no adverse patient effect and no clinically significant delay. The same guide catheter was used with a non-abbott dilatation catheter without issue. No additional information was provided.